Event description:
It was reported that during surgery, the device was not taking the graft successfully. An additional graft was not needed as the taken graft was not damaged. There was no patient impact or harm. There was no delay in the procedure. Due diligence is complete and there is no additional information available. There was no adverse event associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). E1 country: (B)(6).

Event description:
It was reported that during an unknown time, the device was not taking the graft successfully. There was no patient harm or delay noted. Due diligence is in process and there is no additional information available. There was no adverse event associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit passed the test cut; however, the bottom roll was damaged and the unit was out of calibration. The bottom roll was replaced and the unit was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-01570.

Event description:
There is no additional information available regarding the event.